Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2025. D6b: explant date: 2025. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5095077/5094719, UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted.